Event description:
Reporter alleged the blood glucose monitoring device generated two results prior to dosing the test strip with blood. Reporter did not provide the device values generated however stated that the device was also generating errors both before and after dosing the test strip. Reporter stated obtaining a result of 110 mg/dl last night however did not take insulin and 147 mg/dl this morning and does not think the results are accurate. Reporter indicated not receiving any treatment and no actions were taken as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.